Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded ventricular tachycardia (vt) and the device delivered a first electric shock, which was ineffective in standard polarity. As a result of the shock, the vt degraded to ventricular fibrillation (vf) and was then correctly detected and treated by the s-ICD in reverse polarity, the rhythm was then converted. The patient experienced syncope and fainted because of the event. No further actions are planned at this time. The s-ICD remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded ventricular tachycardia (vt) and the device delivered a first electric shock, which was ineffective in standard polarity. As a result of the shock, the vt degraded to ventricular fibrillation (vf) and was then correctly detected and treated by the s-ICD in reverse polarity, the rhythm was then converted. The patient experienced syncope and fainted because of the event. No further actions are planned at this time. The s-ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device delivery of a shock may have contributed to unintentional induction of or acceleration of an arrhythmia. Please refer to the description for more information regarding the specific circumstances of this event.